Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and pain outcome was unknown. The reporter considered device dislocation and pain to be related to essure. Further company follow-up with the consumer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)/the other was partially outside of my fallopian tube/ perforation (fallopian tube(s)"), device expulsion ("migration of essure device location of device: one was found on the outside of my uterus"), menorrhagia ("abnormal bleeding (general) heavy periods/menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included migraine, headache, gallbladder removal, dysfunctional uterine bleeding, uterine enlargement, complex ovarian cyst, iron deficiency, surgery and adenomyosis. Concurrent conditions included gallbladder disease, back injury, neuropathy, degenerative disc disease, sinus arrhythmia, supraventricular premature beats, tachycardia, numbness in leg, burning sensation, paresthesia, spinal pain, radiculopathy, lumbar spine degeneration, gerd, hoarseness, radiculopathy, gout, pain in extremity, shoulder pain, hypertension, transaminases increased, abdominal pain, constipation chronic, multiple allergies, flank pain, difficulty sleeping, chest tightness, migraine with aura, otalgia, myofascial pain syndrome, chronic cervicitis, intramural leiomyoma of uterus, endometriosis and foreign body in uterus, any part. Concomitant products included atenolol (tenormin), ferritin, iron and saccharated iron oxide (venofer). In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("spotting between periods and large blood clots"), headache ("headaches"), migraine ("migraines/I had migraine previously but they got worse after essure") and dysmenorrhoea ("dysmenorrhea (cramping)/pain painful periods/painful cramps during periods"). In 2010, the patient experienced tooth fracture ("teeth break and crumble very easily/lots of cavities") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vision blurred ("blurred vision") and dry eye ("dry eyes all the times"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On(B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("pain"), fibromyalgia ("fibromyalgia"), anaemia ("anemia"), nausea ("nausea/off and on for years for no reason"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), palpitations ("heart palpitations"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), pelvic pain ("pelvic pain/pain") and abdominal distension ("stomach bloating") and was found to have serum ferritin decreased ("low ferritin") and weight increased ("weight gain/approximately 20-25 lbs"). The patient was treated with surgery (ablation and total hysterectomy(uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, metrorrhagia, pain, fibromyalgia, headache, serum ferritin decreased, nausea, tooth fracture, depression, anxiety, dysmenorrhoea, vision blurred, dry eye, fatigue, weight increased, alopecia, amnesia, palpitations, back pain, arthralgia and myalgia outcome was unknown, the migraine was resolving and the anaemia, pelvic pain and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, depression, device expulsion, dry eye, dysmenorrhoea, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, myalgia, nausea, pain, palpitations, pelvic pain, serum ferritin decreased, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Gynaecological examination - on (B)(6) 2016: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anemia, depression, fibromyalgia, fatigue, back pain, hip pain, migraines, dysmenorrhea and menorrhagia. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Reporter information were added and updated. Medical history, concomitant drug and lab data were added. Event : abnormal bleeding (general) heavy periods/menorrhagia, abnormal bleeding (vaginal), spotting between periods and large blood clots, fibromyalgia, abnormal bleeding (general), migraines/I had migraine previously but they got worse after essure, headaches, anemia, low ferritin, teeth break and crumble very easily/lots of cavities, nausea/off and on for years for no reason, depression, anxiety, dysmenorrhea (cramping)/pain painful periods/painful cramps during periods, perforation (fallopian tube(s)/the other was partially outside of my fallopian tube, blurred vision, dry eyes all the times, fatigue, weight gain/approximately 20-25 lbs, hair loss, memory loss, heart palpitations, back pain, joint pain, muscle pain, pelvic pain/pain, stomach bloating and she did not underwent for essure confirmation test were added. Event verbatim was updated as migration of essure device location of device: one was found on the outside of my uterus. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/the other was partially outside of my fallopian tube/ perforation (fallopian tube(s)'), device expulsion ('migration of essure device location of device: one was found on the outside of my uterus'), embedded device ('my left coil had migrated out of fallopian tube and was embedded into the top of my uterus') and menorrhagia ('abnormal bleeding (general) heavy periods/menorrhagia') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had both done, the ablation and essure on the same day" and device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included migraine, headache, gallbladder removal, dysfunctional uterine bleeding, uterine enlargement, complex ovarian cyst, iron deficiency, surgery, adenomyosis and c-section (1998). Concurrent conditions included gallbladder disease, back injury, neuropathy, degenerative disc disease, sinus arrhythmia, supraventricular premature beats, tachycardia, numbness in leg, burning sensation, paresthesia, spinal pain, radiculopathy, lumbar spine degeneration, gerd, hoarseness, radiculopathy, gout, pain in extremity, shoulder pain, hypertension, transaminases increased, abdominal pain, constipation chronic, multiple allergies, flank pain, difficulty sleeping, chest tightness, migraine with aura, otalgia, myofascial pain syndrome, chronic cervicitis, intramural leiomyoma of uterus, endometriosis and foreign body in uterus, any part. Concomitant products included atenolol (tenormin), ferritin, iron and saccharated iron oxide (venofer). In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("spotting between periods and large blood clots"), headache ("headaches"), migraine ("migraines/I had migraine previously but they got worse after essure") and dysmenorrhoea ("dysmenorrhea (cramping)/pain painful periods/painful cramps during periods"). In 2010, the patient experienced tooth fracture ("teeth break and crumble very easily/lots of cavities/ 3 root canal") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vision blurred ("blurred vision") and dry eye ("dry eyes all the times"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pain ("pain/ body ache"), fibromyalgia ("fibromyalgia"), anaemia ("anemia"), nausea ("nausea/off and on for years for no reason"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), palpitations ("heart palpitations"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), pelvic pain ("pelvic pain/pain"), abdominal distension ("stomach bloating"), neck pain ("neck pain"), abdominal pain upper ("stomach pain"), intervertebral disc degeneration ("degenerative disc disease"), gastrooesophageal reflux disease ("gerd"), peripheral swelling ("my legs swollen"), rash papular ("inner thigh were red, very itchy, hot to touch and swollen small bump") and constipation ("constipation"), was found to have serum ferritin decreased ("low ferritin") and weight increased ("weight gain/approximately 20-25 lbs") and underwent cholecystectomy ("gallbladder removed") and tooth extraction ("4 teeth pulled,"). The patient was treated with 3 root canal and surgery (ablation and total hysterectomy(uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, menorrhagia, genital haemorrhage, vaginal haemorrhage, metrorrhagia, pain, fibromyalgia, headache, serum ferritin decreased, nausea, tooth fracture, depression, anxiety, dysmenorrhoea, vision blurred, dry eye, fatigue, alopecia, amnesia, palpitations, back pain, arthralgia, myalgia, neck pain, abdominal pain upper, intervertebral disc degeneration, gastrooesophageal reflux disease, cholecystectomy, tooth extraction, peripheral swelling, rash papular and constipation outcome was unknown, the migraine was resolving, the anaemia, pelvic pain and abdominal distension had resolved and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, cholecystectomy, constipation, depression, device expulsion, dry eye, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, metrorrhagia, migraine, myalgia, nausea, neck pain, pain, palpitations, pelvic pain, peripheral swelling, rash papular, serum ferritin decreased, tooth extraction, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Gynaecological examination - on (B)(6) 2016: normal. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2020: this is a retention case. References details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/the other was partially outside of my fallopian tube/ perforation (fallopian tube(s)'), device expulsion ('migration of essure device location of device: one was found on the outside of my uterus'), embedded device ('my left coil had migrated out of fallopian tube and was embedded into the top of my uterus') and menorrhagia ('abnormal bleeding (general) heavy periods/menorrhagia') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had both done, the ablation and essure on the same day" and device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included migraine, headache, gallbladder removal, dysfunctional uterine bleeding, uterine enlargement, complex ovarian cyst, iron deficiency, surgery, adenomyosis and c-section (1998). Concurrent conditions included gallbladder disease, back injury, neuropathy, degenerative disc disease, sinus arrhythmia, supraventricular premature beats, tachycardia, numbness in leg, burning sensation, paresthesia, spinal pain, radiculopathy, lumbar spine degeneration, gerd, hoarseness, radiculopathy, gout, pain in extremity, shoulder pain, hypertension, transaminases increased, abdominal pain, constipation chronic, multiple allergies, flank pain, difficulty sleeping, chest tightness, migraine with aura, otalgia, myofascial pain syndrome, chronic cervicitis, intramural leiomyoma of uterus, endometriosis and foreign body in uterus, any part. Concomitant products included atenolol (tenormin), ferritin, iron and saccharated iron oxide (venofer). In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("spotting between periods and large blood clots"), headache ("headaches"), migraine ("migraines/I had migraine previously but they got worse after essure") and dysmenorrhoea ("dysmenorrhea (cramping)/pain painful periods/painful cramps during periods"). In 2010, the patient experienced tooth fracture ("teeth break and crumble very easily/lots of cavities/ 3 root canal") and fatigue ("fatigue"). In (B)(6)2011, the patient experienced vision blurred ("blurred vision") and dry eye ("dry eyes all the times"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6)2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pain ("pain/ body ache"), fibromyalgia ("fibromyalgia"), anaemia ("anemia"), nausea ("nausea/off and on for years for no reason"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), palpitations ("heart palpitations"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), pelvic pain ("pelvic pain/pain"), abdominal distension ("stomach bloating"), neck pain ("neck pain"), abdominal pain upper ("stomach pain"), intervertebral disc degeneration ("degenerative disc disease"), gastrooesophageal reflux disease ("gerd"), peripheral swelling ("my legs swollen"), rash papular ("inner thigh were red, very itchy, hot to touch and swollen small bump") and constipation ("constipation"), was found to have serum ferritin decreased ("low ferritin") and weight increased ("weight gain/approximately 20-25 lbs") and underwent cholecystectomy ("gallbladder removed") and tooth extraction ("4 teeth pulled,"). The patient was treated with 3 root canal and surgery (ablation and total hysterectomy(uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, menorrhagia, genital haemorrhage, vaginal haemorrhage, metrorrhagia, pain, fibromyalgia, headache, serum ferritin decreased, nausea, tooth fracture, depression, anxiety, dysmenorrhoea, vision blurred, dry eye, fatigue, alopecia, amnesia, palpitations, back pain, arthralgia, myalgia, neck pain, abdominal pain upper, intervertebral disc degeneration, gastrooesophageal reflux disease, cholecystectomy, tooth extraction, peripheral swelling, rash papular and constipation outcome was unknown, the migraine was resolving, the anaemia, pelvic pain and abdominal distension had resolved and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, cholecystectomy, constipation, depression, device expulsion, dry eye, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, metrorrhagia, migraine, myalgia, nausea, neck pain, pain, palpitations, pelvic pain, peripheral swelling, rash papular, serum ferritin decreased, tooth extraction, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Gynaecological examination - on (B)(6)2016: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : anemia, depression, fibromyalgia, fatigue, back pain, hip pain, migraines, dysmenorrhea and menorrhagia. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received. New events: degenerative disc disease, stomach pain, neck pain, medical device monitoring error, gerd, gallbladder removed, teeth removed, swelling of legs, rash popular, embedded device, constipation were added. Outcome for weight increased updated to not recovered/not resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/the other was partially outside of my fallopian tube/ perforation (fallopian tube(s)'), device expulsion ('migration of essure device location of device: one was found on the outside of my uterus'), embedded device ('my left coil had migrated out of fallopian tube and was embedded into the top of my uterus') and menorrhagia ('abnormal bleeding (general) heavy periods/menorrhagia') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had both done, the ablation and essure on the same day" and device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included migraine, headache, gallbladder removal, dysfunctional uterine bleeding, uterine enlargement, complex ovarian cyst, iron deficiency, surgery, adenomyosis and c-section (1998). Concurrent conditions included gallbladder disease, back injury, neuropathy, degenerative disc disease, sinus arrhythmia, supraventricular premature beats, tachycardia, numbness in leg, burning sensation, paresthesia, spinal pain, radiculopathy, lumbar spine degeneration, gerd, hoarseness, radiculopathy, gout, pain in extremity, shoulder pain, hypertension, transaminases increased, abdominal pain, constipation chronic, multiple allergies, flank pain, difficulty sleeping, chest tightness, migraine with aura, otalgia, myofascial pain syndrome, chronic cervicitis, intramural leiomyoma of uterus, endometriosis and foreign body in uterus, any part. Concomitant products included atenolol (tenormin), ferritin, iron and saccharated iron oxide (venofer). In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("spotting between periods and large blood clots"), headache ("headaches"), migraine ("migraines/I had migraine previously but they got worse after essure") and dysmenorrhoea ("dysmenorrhea (cramping)/pain painful periods/painful cramps during periods"). In 2010, the patient experienced tooth fracture ("teeth break and crumble very easily/lots of cavities/ 3 root canal") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vision blurred ("blurred vision") and dry eye ("dry eyes all the times"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pain ("pain/ body ache"), fibromyalgia ("fibromyalgia"), anaemia ("anemia"), nausea ("nausea/off and on for years for no reason"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), palpitations ("heart palpitations"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), pelvic pain ("pelvic pain/pain"), abdominal distension ("stomach bloating"), neck pain ("neck pain"), abdominal pain upper ("stomach pain"), intervertebral disc degeneration ("degenerative disc disease"), gastrooesophageal reflux disease ("gerd"), peripheral swelling ("my legs swollen"), rash papular ("inner thigh were red, very itchy, hot to touch and swollen small bump") and constipation ("constipation"), was found to have serum ferritin decreased ("low ferritin") and weight increased ("weight gain/approximately 20-25 lbs") and underwent cholecystectomy ("gallbladder removed") and tooth extraction ("4 teeth pulled,"). The patient was treated with 3 root canal and surgery (ablation and total hysterectomy(uterus and cervix removed) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, menorrhagia, genital haemorrhage, vaginal haemorrhage, metrorrhagia, pain, fibromyalgia, headache, serum ferritin decreased, nausea, tooth fracture, depression, anxiety, dysmenorrhoea, vision blurred, dry eye, fatigue, alopecia, amnesia, palpitations, back pain, arthralgia, myalgia, neck pain, abdominal pain upper, intervertebral disc degeneration, gastrooesophageal reflux disease, cholecystectomy, tooth extraction, peripheral swelling, rash papular and constipation outcome was unknown, the migraine was resolving, the anaemia, pelvic pain and abdominal distension had resolved and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, cholecystectomy, constipation, depression, device expulsion, dry eye, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, metrorrhagia, migraine, myalgia, nausea, neck pain, pain, palpitations, pelvic pain, peripheral swelling, rash papular, serum ferritin decreased, tooth extraction, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Gynaecological examination - on (B)(6) 2016: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)/the other was partially outside of my fallopian tube/ perforation (fallopian tube(s)'), device expulsion ('migration of essure device location of device: one was found on the outside of my uterus'), embedded device ('my left coil had migrated out of fallopian tube and was embedded into the top of my uterus') and menorrhagia ('abnormal bleeding (general) heavy periods/menorrhagia') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had both done, the ablation and essure on the same day" and device monitoring procedure not performed "she did not underwent for essure confirmation test". The patient's medical history included migraine, headache, gallbladder removal, dysfunctional uterine bleeding, uterine enlargement, complex ovarian cyst, iron deficiency, surgery, adenomyosis and c-section (1998). Concurrent conditions included gallbladder disease, back injury, neuropathy, degenerative disc disease, sinus arrhythmia, supraventricular premature beats, tachycardia, numbness in leg, burning sensation, paresthesia, spinal pain, radiculopathy, lumbar spine degeneration, gerd, hoarseness, radiculopathy, gout, pain in extremity, shoulder pain, hypertension, transaminases increased, abdominal pain, constipation chronic, multiple allergies, flank pain, difficulty sleeping, chest tightness, migraine with aura, otalgia, myofascial pain syndrome, chronic cervicitis, intramural leiomyoma of uterus, endometriosis and foreign body in uterus, any part. Concomitant products included atenolol (tenormin), ferritin, iron and saccharated iron oxide (venofer). In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), metrorrhagia ("spotting between periods and large blood clots"), headache ("headaches"), migraine ("migraines/I had migraine previously but they got worse after essure") and dysmenorrhoea ("dysmenorrhea (cramping)/pain painful periods/painful cramps during periods"). In 2010, the patient experienced tooth fracture ("teeth break and crumble very easily/lots of cavities/ 3 root canal") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vision blurred ("blurred vision") and dry eye ("dry eyes all the times"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pain ("pain/ body ache"), fibromyalgia ("fibromyalgia"), anaemia ("anemia"), nausea ("nausea/off and on for years for no reason"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), palpitations ("heart palpitations"), back pain ("back pain"), arthralgia ("joint pain"), myalgia ("muscle pain"), pelvic pain ("pelvic pain/pain"), abdominal distension ("stomach bloating"), neck pain ("neck pain"), abdominal pain upper ("stomach pain"), intervertebral disc degeneration ("degenerative disc disease"), gastrooesophageal reflux disease ("gerd"), peripheral swelling ("my legs swollen"), rash papular ("inner thigh were red, very itchy, hot to touch and swollen small bump"), constipation ("constipation") and flatulence ("gas"), was found to have serum ferritin decreased ("low ferritin") and weight increased ("weight gain/approximately 20-25 lbs") and underwent cholecystectomy ("gallbladder removed") and tooth extraction ("4 teeth pulled,"). The patient was treated with 3 root canal and surgery (ablation and total hysterectomy(uterus and cervix removed)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, embedded device, menorrhagia, genital haemorrhage, vaginal haemorrhage, metrorrhagia, pain, fibromyalgia, headache, serum ferritin decreased, nausea, tooth fracture, depression, anxiety, dysmenorrhoea, vision blurred, dry eye, fatigue, alopecia, amnesia, palpitations, back pain, arthralgia, myalgia, neck pain, abdominal pain upper, intervertebral disc degeneration, gastrooesophageal reflux disease, cholecystectomy, tooth extraction, peripheral swelling, rash papular, constipation and flatulence outcome was unknown, the migraine was resolving, the anaemia, pelvic pain and abdominal distension had resolved and the weight increased had not resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, cholecystectomy, constipation, depression, device expulsion, dry eye, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, fibromyalgia, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, intervertebral disc degeneration, menorrhagia, metrorrhagia, migraine, myalgia, nausea, neck pain, pain, palpitations, pelvic pain, peripheral swelling, rash papular, serum ferritin decreased, tooth extraction, tooth fracture, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Gynaecological examination - on (B)(6) 2016: normal. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event gas added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.